Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system attached the tower to the c2 safe computer, identified tower door 5 latch clicking, and determined latch replacement was required. A field service engineer (fse) had replaced all tower door latches due to triple-click failures, subsequently identified door 1 failure during testing, replaced the door controller board, and verified successful assignment and operation of doors 1-8 with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 5 which was attached to the c2safe computer was clicking. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.